Event description:
It was reported that the customer's insulin squirted out during the manual prime process. The blood glucose reading was 255mg/dl. Troubleshooting was performed, and the drive support cap was flush. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.